Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met accuracy criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. Four discrepant result complaints were reported for lot #312573 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013. Inratio inr: 1.2. Laboratory inr: 2.1. The time between testing was ten minutes. Reportedly, the first drop of blood was not used. No patient information was provided. There was no reported adverse patient sequela. There was no additional information provided.